Manufacturer narrative:
Therapy/non-surgical treatment, additional. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the guide catheter was detached from the delivery system. The pull wire was bent and scraped. The pull wire cap was detached and not returned for evaluation. The push catheter was bent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system with advanix biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). After the device was positioned at the target site, the pullwire was retracted for stent deployment and the deployment cap broke off. The nurse wrapped the pullwire around her hand and met resistance as she continued to retract the pullwire for stent deployment. As the stent was deployed, the guide catheter broke off the delivery system and stayed inside the patient. The guide catheter was removed with forceps and the stent was left in place. No piece of the guide catheter was left in the patient. The procedure was successfully completed and the patient was reported to be in fine after the procedure.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system with advanix biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). After the device was positioned at the target site, the pullwire was retracted for stent deployment and the deployment cap broke off. The nurse wrapped the pullwire around her hand and met resistance as she continued to retract the pullwire for stent deployment. As the stent was deployed, the guide catheter broke off the delivery system and stayed inside the patient. The guide catheter was removed with forceps and the stent was left in place. No piece of the guide catheter was left in the patient. The procedure was successfully completed and the patient was reported to be in fine after the procedure.